Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next ez meter was tested with the in-house contour next test strips from lot # 0hpea02a using blood sample, despite the test strips being expired in aug-2022. The results obtained during in-house testing were within acceptable range. Additionally, the device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer reported that she obtained a blood glucose reading of 138 mg/dl at 2:12 p.m. On the contour next ez meter. The customer stated that she experienced hyperglycemic symptoms such as dizziness, headache, nausea, and shakiness. The customer took 53 units of insulin based on the meter reading and had a diabetic seizure. Another testing was performed at 4:59 p.m. And a reading of 37 mg/dl was obtained. The customer ate bagel with cream cheese and tomato and recovered well. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.